Event description:
It was reported that the pt was unable to experience the stimulation. Increasing the amplitude to a higher valve was unable to resolve the issue. The physician suggested that the lead had changed placement. The lead was removed and replaced by a new lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.